Event description:
The medical team in (B)(6) placed an impella cp to further support the patient being supported by va-ECMO. The patient had been admitted in cardiogenic shock and had coronary angioplasty performed. During the support the team observed the impella cp to have a loosened ring in it's repositioning sheath. The ring had been fixed but was loose and allowed for pump movement. Days later the team observed an infection that they attributed to the malfunctioning cp pump. The infection was treated by medical therapy (bactericide administration) and blood products.

Manufacturer narrative:
The investigation into the reported infection is on-going at this time. Upon completion of the investigation, a final report with root cause will be filed.